Event description:
During follow-up, decreased, out of range, pacing impedance was observed on the right ventricular (rv) lead. The physiologist suspected rv lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition. Additional information was requested but has not yet been received.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
Additional information received indicated provocative testing and diagnostic imaging was performed revealing no anomalies. Insulation damage was alleged, although it was not confirmed. No further intervention has been performed. The patient was in stable condition.